Event description:
Reporter indicated that vns patient was explanted due to extrusion/infection. The patient reportedly irritated/scratched at the incision site. It was reported that the infection was initially treated with debridement of the site along with application of topical antibiotic. The generator was moved down approx 2 inches at this time and the patient was also prescribed oral antibiotics. The generator was later explanted due to the infection. The lead was left in situ with plans to reimplant a new generator at a later date. The infection has resolved and reimplant is planned but no yet scheduled.